Manufacturer narrative:
Patient age/date of birth, gender and weight are unknown. This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a nasal sinus endoscopy with tissue removal, implant removal, and super facial procedure on (B)(6) 2016. The unknown plate had been implanted on an unknown date in the philippines. The plate had to be removed due to an infection. It is currently unknown if the plate is synthes plate or not. This report is for an unknown plate. This is report 1 of 1 for (B)(4).